Event description:
It was reported that stent damage occurred. The 83% stenosed, eccentric, de novo target lesion with significant bend of greater than equal to 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After engaging the lesion with 6f jr4 guide catheter and was crossed with a 0.014 non-bsc guide wire, pre-dilation was performed using a 30/20 non-bsc balloon resulting to 38% residual stenosis. A 20 x 3.00 rebel stent was advanced but failed to cross the lesion. When the device was removed, it was found that the tip of the stent itself was deformed. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications reported and the patient's status was stable.